Manufacturer narrative:
There were no patients involved per the initial reporter. There is no established expiration date for this device. Device manufactured date is unknown at this point. Further attempts will be made for this information. Evaluation summary: the device is a ceiling mounted suspension. It consists of a triple axis with two surgical lights and a flat panel arm. Upon evaluation, it was observed that the bearings appear to have worn where the horizontal arms at the spindle are contacting each other. It is unknown at this point if this condition resulted in the reported metal flaking. Further investigation is ongoing. These suspensions can be placed directly over the surgical table; therefore, any particulates falling could potentially fall into the sterile field. According to the initial reporter, no patients were involved and no adverse consequences occurred. This is not a single-use device.

Event description:
Per the initial reporter, in operating room #1, it seems that there are metal flakes coming from the down tube. The initial reporter did not witness metal flakes falling, but did notice them around the suspension central axis. This was discovered during room preparation. Per the initial reporter, no patients were involved and no adverse consequences occurred.